Event description:
A malfunction was reported on the pump, with the caller indicating no notable events prior to the issue and a malfunction code of malf 13 that was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).